Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g981u1ueschyc1. Hardware: sm-g981u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were experiencing issues with receiving their bolus. Patient stated that for example, for a meal that usually gives him 2 units is now giving him 5 units. Customer stated the calculator has been giving him inaccurate amounts that lowers their blood glucose level to 57 mg/dl. Patient stated that they always use the system on automated mode. The patient also stated communication issues between different parts of the system, during use. Medical treatment was not required.